Manufacturer narrative:
The reported event indicated that the valve was initially deployed to 80% and was recaptured to re-position. Recapturing was a feature of the evolut r system that allowed for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There was no information to suggest a device quality deficiency that may have caused or contributed to the positioning difficulty. It was reported that after recapture, the valve would not deploy as normal and the capsule appeared kinked and curled. The valve could not be fully recaptured and was pulled into the introducer sheath and withdrawn from the patient. This description was consistent with capsule buckle events. The dcs was returned to medtronic for analysis. The device was received with the distal end still inserted and stuck inside a non-medtronic introducer. The valve was received partially deployed inside the non-medtronic introducer. During analysis, when the deployment knob was attempted to be deployed everything moved as expected except the capsule, which indicated that the capsule separated. Capsule buckle and separation typically occur due to excessive compressive forces applied during the valve loading process. The compressive forces initiated a capsule buckle which can then result in a fracture in the capsule frame, and then subsequently upon retraction the capsule separates. This excessive compressive force was only experienced when the valve was loaded incorrectly. Dependent on the level of compressive force applied the capsule can either fail immediately or during subsequent deployment or recapture of the valve. A still fluoroscopic load check image was submitted for review. The image showed a paddle out of pocket misload, confirming the reported misload. Loading of the valve was a process in which the outcome was highly dependent on the operator experience and technique; the evolut instructions for use, contained instructions to use the integrated loading bath which featured a mirror to aid in accurate placement of the tav frame paddles during loading. The user was instructed to not advance the capsule over the frame paddles unless they are fully seated in the center of the paddle pockets in order to avoid damage to the capsule and to avoid emboli. In addition, the IFU instructed the loader to inspect the capsule for a misloaded bioprosthesis. The misloaded valve was the most likely cause of the capsule buckle reported in this event. No adverse patient effects occurred as a result of this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with the distal end inserted and stuck inside a non-medtronic introducer. The valve was loaded in the capsule and partially deployed inside the non-medtronic introducer protruding 7 mm from the distal edge of the introducer tip. The handle and tip-retrieval mechanism were intact. The deployment knob and trigger were intact. The capsule appeared to be separated at the proximal end and when the deployment knob was attempted to be deployed, the device moved as expected except the capsule. The valve could not be removed from the dcs. The device was returned with the end cap/screw gear snap fit connected. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, angiography was performed at eighty percent deployment and a decision was made to recapture the valve to reposition. After the recapture, the capsule opened but the valve did not deploy normal. The delivery catheter system (dcs) capsule kinked and curled. The valve was recaptured to eighty percent but could not be fully recaptured. The valve was pulled into the sheath and withdrawn from the patient. A non-medtronic valve was implanted. Upon review of the images after the procedure, it was determined that the valve had been misloaded into the dcs. No adverse patient effects were reported.